Event description:
Device report from synthes gmbh reports an event in australia as follows: it is reported that during a procedure on (B)(6) 2013, a synream head burst into pieces during reaming of a tibial canal. This left shards of the reamer head stuck in the canal. The surgeon was unable to continue reaming and insert a tibial nail, so he used an external fixator to manage the fracture instead. It is reported that this incident added considerable time to the case, about one to one and a half hours. It is also reported that it was uncertain if the guide wire that was being used was a synthes guide wire. This is 3 of 4 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation has shown that the reaming rod is damaged. Based on these findings, we have to assume that the rod, visible damages, must have been in contact with the reamer head. The article as analyzed for conformance to print specification, as well as the device history record was researched. No product fault could be detected.